Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 (no motor movement or negligible movement). Retries to free a stuck motor failed. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer discontinued using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm during rewind. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals multiple pump error 38 alarms (between 21:08 and 22:29). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and found corrosion on the motor home switch. Pump error 38 alarms are due to a corroded motor home switch. A p-cap locks into the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and broken battery tube threads. Moisture damage was found during a visual inspection. Pump error 38 alarm is confirmed and is due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.